Event description:
Customer states the following: "biomed set up an infusion and says pump gets air in line alarms constantly. He reports he can get it to run 10 minutes at the longest." Preliminary evaluation of the pump logs indicate a potential issue with ultrasonic sensor; logs also indicate that this occurred during an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.